Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a drop in r-wave measurements and a low out of range pacing impedance measurement less than 200 ohms that resulted in activation of the lead safety switch (lss) feature. Additionally, noise and oversensing was observed in unipolar, however, was not observed in bipolar. Subsequent pacing impedance measurements were observed to be stable and within normal limits at 425 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician will continue monitoring.